Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during testing, the v60 ventilator of o2 transport kit valve is leaking. The customer reported there was no patient involvement.

Manufacturer narrative:
Through follow-ups, customer indicated that the leak was an external leak and has been working okay without any issue since the repair part. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.